Event description:
It was reported that the customer's insulin pump sometimes does not deliver the insulin. It was stated that the customer's blood glucose reading was 7mmol/l and treated, but his glucose level went up to 15mol/l. It was stated that the customer noticed some noise and the insulin pump was under delivering. Troubleshooting was performed. The drive support cap appears to be normal. The displacement and self test were performed and they passed. Reviewed the bolus history and found that the insulin pump was not calculating the daily totals and basals correctly. Advised that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.